Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, abnormal shutdowns) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. In addition, contamination was found on the jtag and c/a boards. The root cause for the damaged connector was excessive force. The root cause for the contamination was ingress of an unknown contaminant. Life vest patient training materials have been updated as a reminder not to expose the life vest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 204 (belt/monitor unusable) and was abnormally shutting down.